Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records, field data and specificity testing of architect hbsag, reagent lot 65663fz01. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65663fz01. Return testing was not performed as returns were not available. Clinical sensitivity testing was performed using an in-house retained kit of lot 65663fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Historical performance of the architect hbsag reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Review shows that the median patient result for the lot for reactive results is comparable with other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag, reagent lot 65663fz01.

Event description:
The customer observed false nonreactive architect hbsag result on one 54yrs old male patient. The results provided were: initial=0.00 iu/ml (<0.05 iu/ml=nonreactive) /repeated=0.0 iu/ml /on colloidal gold=positive /mindray=positive additional information provided: anti-hbs, hbeag, anti-hbe and anti-hbc=negative on architect and another platform; alt=normal (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag result on one 54-yrs old male patient. The results provided were: initial=0.00 iu/ml (<0.05 iu/ml=nonreactive) /repeated=0.0 iu/ml /on colloidal gold=positive /mindray=positive. Additional information provided: anti-hbs, hbeag, anti-hbe and anti-hbc=negative on architect and another platform; alt=normal (no actual results provided) there was no reported impact to patient management.